Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed that the right atrial (ra) lead exhibited intermittent capture and chronic heart block (chb) was observed on the electrocardiogram (EKG). A chest x-ray was performed, and ra lead dislodgement was noted. A lead revision was scheduled, however when the physician attempted to reposition the ra lead, the helix could not be fixed. The physician explanted and replaced the ra lead. The helix was noted to be bent upon post-explant examination. There were no patient consequences reported.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, helix damage and failure to capture. As received, a complete lead was returned in one piece with the helix bent and clogged with blood tissue. The reported events of helix mechanism issue and helix damage were confirmed. X-ray examination found the inner coil was over torqued at the connector region and the helix was bent/compressed consistent with procedural damage. The helix mechanism/ extension length test was not performed due to procedural damage to the helix, as received. The cause of the reported events of helix mechanism issue and helix damage was isolated to the helix being bent/ compressed and clogged with blood/tissue and over torqued of the inner coil. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.